Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument (pn: 480440-05 // ln: t90200123 0118) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Visual inspection found that all nine jaw ceramic dots were present at the tips. The instrument delivered energy without any issues and passed the electrical continuity test. The go/no-go shim test passed and the grip force test passed. A review of available logs showed no failures. There was no problem detected. Additional observation(s) related to the reported symptom detail complaint: the instrument was found to have a frayed snake wrist cable at the distal end with a root cause attributed to a component failure. Additionally, the instrument was found to have a dislodged snake wrist cable with a root cause typically attributed to the user. A site history complaint review was conducted and did not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use synchroseal pn: 480440-05 // ln: t90200123 0118 // sn: (B)(4) was in use. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. Based on the information provided at this time, this complaint is reportable due to the following: it was confirmed that there was no report of injury. A backup vessel sealer extend (vse) instrument was inserted so the surgeon could continue with ¿isolated and blunt dissection of the omentum tissue in preparation for the next steps in the procedure,¿ there was no report of a deviation from the planned surgical procedure, and no medical intervention was required. However, if the event were to recur, it could cause or contribute to an adverse event. Although fa findings found no evidence of an instrument cautery issue, the surgeon alleged that a synchroseal instrument exhibited insufficient sealing even though system tones from the generator confirmed that the seal was complete.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, a synchroseal instrument was not working properly. The instrument was removed and it was observed that the instrument tip was bent improperly. The procedure was completed with no reported injury. On 29-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted gastric bypass procedure, a synchroseal instrument was not working properly. The surgeon was working with, ¿the greater curvature of the stomach at the fundus creating hole in omentum tissue¿ as part of the planned surgical procedure. The surgeon was attempting to ¿seal and cut at the same time using the sync button and the tissue was sealed but there was no divide¿. All proper system tones were audible, the system gave the tone that the seal was complete, but there was a sealing deficiency. A seal line was visible and desired tissue effect was visible but the synchroseal instrument¿s ¿sync function was not working¿ and the instrument ¿wasn¿t burning and not sealing as it had up to that point in the procedure¿. A backup vessel sealer extend (vse) instrument was inserted so the surgeon could continue with ¿isolated and blunt dissection of the omentum tissue in preparation for the next steps in the procedure¿. It was observed that when the synchroseal instrument was removed from the system, the instrument was visibly ¿slightly bent at the wrist joint and the instrument was not articulating as it should¿. There was no report of a deviation from the planned surgical procedure and no medical intervention was required. The procedure completed robotically with no patient injury.